Event description:
It was reported that the patient was admitted in the ICU for cardiac arrest when the device failed to rescue the patient due to a possible output circuit damage. Upon interrogation, multiple therapy due to sustained vf was seen before the alert and low hv lead impedance measurement. The patient was on a ventilator and was slowly recovering; physician noted that prognosis was good. Patient scheduled for lead revision and device change out

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 41.8-42.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. Another external insulation abrasion was found at 40.5 - 41.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded and melted at the same location. This is consistent with the observation from the field of low hv lead impedance.